Event description:
It was reported that the procedure was to treat an internal carotid artery. The emboshield nav6 embolic protection system was advanced into the artery the tip of the barewire began to uncoil and separate. The separated portion was embedded to the vessel wall with a stent. Another same size device to complete the procedure. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial was filed it was noted that the barewire met resistance with the unspecified stent implanted during advancement. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break and separation to the barewire tip coils were confirmed. The reported difficulty advancing could not be confirmed as it was related to circumstances of the procedure. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information and analysis of the returned device, the reported difficulty advancing was likely the result of interaction with an unspecified stent implanted during advancement. It is likely that the tip coils of the barewire became caught with the stent causing the noted damage to the distal neck of the filter, stretched coils, break and material separation of the barewire. As a result of the separation, unexpected medical intervention was required to embed the separated portion to the vessel wall with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.